Manufacturer narrative:
The user reported that switch began to smoke. Closer inspection revealed that a component on the circuit board failed which caused the smoke. The event was contained within the flame retardant plastic switch housing. The MFR of the switch has initiated several CAPA projects to reduce the occurrence of components failures.

Event description:
It was reported that the switch would not turn on, and emitted smoke.